Manufacturer narrative:
D10: concomitants: (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 232-02-03 - optetrak asy, cr porous femoral, sz 3, left. (B)(6) 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that during a revision procedure for a 73 yo female patient, a wrong insert was implanted. The in-situ implants were a size 3 femoral component and a size 3f/2t tibial plate. As a result, the tibial insert required was a size 3, to match both femur and tibial locking mechanism; however, a size 2 insert was implanted. The surgeon was notified that a revision procedure may be recommended. Unknown if a revision has been scheduled at this time. No patient impact reported. This is 1 of 3 events for this patient. See MDR# 1038671-2025-01881 for left knee revision and MDR# 1038671-2023-01420 for right knee revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The size mismatch reported was likely the result the user not properly identifying the correct size tibial insert required for the already implanted femoral component. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.